Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead was unable to be successfully implanted as the helix was stretched/deformed after multiple reposition attempts. The lead was removed prior to pocket closure and another lead was implanted to complete the procedure. No adverse patient effects. The product is not expected to return.

Event description:
It was reported that this right atrial (ra) lead was unable to be successfully implanted as the helix was stretched/deformed after multiple reposition attempts. The lead was removed prior to pocket closure and another lead was implanted to complete the procedure. No adverse patient effects. The product was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead found that dried blood/body fluid was noted in the helix housing. A laboratory technician tested the helix mechanism and determined it is functional (able to extend/retract), however the helix is no longer retracting into housing due to the stretched-out helix. Based upon the clinical observations and the laboratory findings, we believe that the product defect or malfunction likely occurred during normal use of the product.

Event description:
It was reported that this right atrial (ra) lead was unable to be successfully implanted as the helix was stretched/deformed after multiple reposition attempts. The lead was removed prior to pocket closure and another lead was implanted to complete the procedure. No adverse patient effects. The product was returned for analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis, should pertinent information be provided.